Event description:
Customer reported a blood glucose reading of 458 mg/dl and was not able to calibrate the sensor. She also reported that the sensor readings were inaccurate. The sensor reading was 81 mg/dl and trending downward when the blood glucose reading was 247 mg/dl. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.